Event description:
It was reported by the clinician that the catheter leaked when the pigtail was hooked to the catheter. No further details are available regarding this event.

Manufacturer narrative:
Manufacturer control no. (B)(4) . Sample will not be returned for evaluation.